Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs meter serial number (B)(4). At 08:18 am the result from the meter was 2.4 inr with a data flag. At 08:19 am the result from the meter was 1.8 inr with a data flag. At 08:29 am the result from the laboratory with the stago neoplastine method was 3.7 inr. There was no adverse event. The customer believed the result from the laboratory was accurate. The patient's condition was "stable". The patient had not taken warfarin since (B)(6) 2018. The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 1.2 inr, qc 2: 1.2 inr , qc 3: 1.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot (1.0 - 1.4 inr). All measurements were without error messages. The maximum difference between measurements was 0%.